Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on december 18, 2023. During the procedure, the bands would not deploy and would not come off the tip of the ligator. The same problem happened when a second and third speedband superview super 7 were used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap before the set-up, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.